Event description:
A 1.5 mm diameter x 12 mm length sprinter balloon was inserted in a pt for treatment of an unk lesion. Lesion morphology was reported as calcified. It was reported that the sprinter balloon was inserted to the lesion site and inflated to 5 atm; the balloon burst. The balloon catheter was successfully removed. (MFR report# 2953200-2008-00357) a second sprinter 1.5 x 15 was inserted to the lesion sited and inflated to 8 atm; the balloon burst. The balloon catheter was successfully removed. A third sprinter 1.5 x 15 was inserted to the lesion site; which successfully dilated the lesion. The pt is reported to be fine.

Manufacturer narrative:
Results: lack of info.